Event description:
An article titled "complications and safety of vagus nerve stimulation ¿ 25 years¿ experience at a single center¿ was published and the abstract was reviewed, which included adverse events involving 14 vns patients. In many procedures performed between 1990 and 2014, patients suffered from complications related to vns surgery. It was reported that adult patient suffered form hematoma which occurred after primary implantation. Patient needed immediate hematoma evacuation due to compression of the trachea and risk of desaturation.